Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the central aortic insufficiency and inadequate leaflet coaptation were likely caused by the extra 2cc of volume used during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the clinical specialist, during a tavr case via ta approach, using a commander delivery with an ascendra sheath in which valve alignment was performed outside of the body, moderate central ai was noted after valve deployment with an extra +2cc¿s. The valve was deployed 70:30. A pigtail catheter was advanced through the valve in an attempt to stimulate the leaflets. However, echo continued to indicate that one of the leaflets was not coapting with the other two. The valve was given 10 minutes to "warm up" but no difference was seen on echo and the patient¿s blood pressure was low so the decision was made to place another valve (valve in valve). A 2nd 26mm valve and commander delivery system were opened and prepped the same way as the first. The 2nd valve was prepped to nominal and deployed 70:30. Post placement there was trivial pvl seen and the central ai resolved. The patient remained stable throughout the procedure. In the physician¿s opinion, the cause of the events may have been due to valve alignment outside of the body and/or the use of 2 extra cc¿s volume during deployment of the first valve.